Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. The patient experienced two back-to-back skin reactions, and this report captures the first event that occurred on (B)(6) 2024. The patient developed redness, swelling, inflammation, pustules, yellow and white pus, and an infection at the needle puncture site. The patient had pain in the area. On an unspecified date, the patient consulted a health care provider who prescribed an oral antibiotic medication (amoxicillin, unspecified dosage) for the infection (cellulitis). After treatment the patient was in stages of healing. The pain went away and the swelling had almost completely resolved. Of note, the second reported skin reaction was treated with the same prescription as this event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.